Event description:
Reference MFR. Report#1627487-2019-06188.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference MFR. Report# 1627487-2019-01688. During a separate procedure, it was reported that one of the leads appeared to be fractured or severed. Reportedly, the lead was showing high impedances in pre-op. Surgical intervention was undertaken wherein the lead was explanted and replaced thus resolving the issue.